Manufacturer narrative:
(B)(4).

Event description:
Please change the response to the troubleshooting question "what device(s) is/are the user's transmitter paired with?" To multiple devices to avoid discrepancy.